Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown procedure on 18-march-2024 and barbed suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No patient consequence was reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned for evaluation. Actual sample: the returned samples determined that it was received, one detached needle and a suture that pertained to product code. Upon visual inspection of the returned sample, an incorrect swage was found, since the swage mark was higher than usual (near to the solid part of the needle). This caused the suture to be separate from the needle. Photo analysis: in addition, three photos were provided. Two photos showed the foil packet and in the third photo could be observed the condition of the reported event. Based on the information currently available, the pull off was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.